Event description:
A surgeon reported that a cv232 iol implanted in the left eye of a male patient has since discolored and will be explanted in the near future. Request has been made for additional information. No further information is available at the time of this report.

Manufacturer narrative:
As there was no product or lot number provided, no detailed investigation can be performed.